Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that they developed a red, swollen rash at the insertion site on (B)(6) 2015. The sensor was inserted at the leg (B)(6) 2015. The patient was taken to the doctor and antibiotics were prescribed. The patient is reported to be good. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). There was no malfunction alleged against the device. The device was not returned for evaluation. The complaint cannot be confirmed. It should be noted that the dexcom g4 platinum continuous glucose monitoring system pediatric user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration). Additionally, the user's guide states that the approved sensor insertion site for pediatrics is the abdomen and upper buttocks. A root cause cannot be determined for the reported event.